Event description:
Possible occlusion of the popliteal artery after deploying the mynx device. Suspect the peg [percutaneous endoscopic gastrostomy] sealant or a piece of the peg sealant became an embolus. Several attempts were made by dr. To retrieve the embolus and restore blood flow. Ultimately, the patient was transferred to the hybrid room for an open thromboembolectomy of the lle [left lower extremity] by dr [redacted]. Lot number of the mynx device was f2505201.